Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited noise and oversensing as well as high out of range impedance measurements. Additionally, the threshold measurement was 6 volts. No change was made to the lv lead. No adverse patient effects were reported.